Manufacturer narrative:
Complete patient identifier: (B)(6). (B)(4). The complainant indicated that the device is retained and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a solyx sis procedure on (B)(6) 2020 to treat stress urinary incontinence. According to the complainant, during the procedure, the sling was implanted too quickly into the patient's right side without checking the angles for placement. It was then found out that the carrier was in the bladder which caused perforation. The mesh on the patient left side was cut to free the mesh from the carrier. Using the cystoscope, the mesh and the other carrier were located and completely removed with a grasper. The mesh carrier on the patient's left side remained inside the patient's body. Subsequently, the patient went to the pacu (post-anesthesia care unit) with a catheter. The procedure was not completed due to this event. The patient was reported to be fully recovered after the event.